Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm. The customer¿s blood glucose was 97 mg/dl. The customer was able to clear the alarm. The customer reported that the insulin pump was not allowed to rewind. The customer was advised the insulin pump will need to be replaced and customer refer to back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
A35 alarm during rewind test due to motor encoder signal out of phase. Unable to perform displacement test, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to a35 alarm.